Event description:
This event was captured based on literature review. It was reported that patient data was obtained from 11 completed randomized trials, including a total of 972 patients with diabetes, 616 patients randomized to drug eluting stents (des) and 356 patients randomized to bare metal stents (bms). The des patients received non-abbott drug eluting stents and the bms patients received non-abbott bare metal stents and unspecified vision stents between 2003 and 2006. Clinical outcomes for the bms patients were as follows: 27 % target vessel revascularization (tvr); 8.7 % myocardial infarction; 7.1 % stent thrombosis; 21.6 % death. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as date of publication. Date of implant estimated. There was no reported product deficiency. The reported patient effects of myocardial infarction, thrombosis and re-stenosis are listed in the instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The additional adverse patient effect of death referenced is being filed under a separate medwatch report #.